Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: unknown / not provided. (B)(6). A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It has been reported system misfires and energy exceeds rails when ring illumination turned on. Through follow-up it was learnt that this issue occurred during preventative maintenance and had no patient impact; it was not linked to user error. No further information has been provided.

Manufacturer narrative:
Correction: section h4; device manufacture date - in the initial report the manufacturing date was submitted as august 27, 2003 however, the correct date is june 17, 2003. Additional information: section h3. Device evaluated by manufacturer? Yes. Device evaluation: service evaluation was performed on site as part of preventive maintenance. It was confirmed that the device failed to function as intended. It was found that the laser was unstable where system misfired and the energy exceeded rails when ring illumination was on. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation a malfunction was confirmed. Service reseated connections to arm board at dc (direct current) box. A new arm board was ordered as a precaution. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.